Event description:
It was reported that the tip of the device was identified to be bent while at the user facility. Although requested, no further information was provided by the user facility.

Manufacturer narrative:
The reported event that the pin is bent was confirmed through the visual inspection. It was observed that the tip of the device is deformed. Any physical impact to the pointer can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device was identified to be bent while at the user facility. Although requested, no further information was provided by the user facility.